Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Subsequent information indicated that the device was explanted for normal battery depletion. The device was returned for analysis.

Event description:
Boston scientific received information regarding this cardiac resynchronization therapy defibrillator. There was expressed concern of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Technical services reviewed data and advised normal follow-ups. Should additional information become available this event will be updated.